Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the procedure, a "joint angle inconsistency" error message appeared. A few subsequent attempts to register the rio failed, and further troubleshooting attempts were not successful in clearing the error message. As a result, the surgeon decided the best course of action was to convert the procedure to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). A mako field service engineer evaluated the system at the site on the date of the event prior to two subsequently scheduled cases; the eval revealed that the encoder error was caused by dirt on the encoder. Cleaning of the encoder remedied the issue and the rio passed all subsequent testing. Proper draping and storage as prescribed in rio product literature was reviewed and was determined to be sufficient to prevent this issue from recurring.